Event description:
It was reported that there was a separation between the female connector (dark blue part) and main body (light blue part) of a peritoneal dialysis (pd) transfer set. This was observed while disconnecting from peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body of the twist clamp. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.